Manufacturer narrative:
Account information was received on 3/1/2018. The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation analysis has been completed, a supplemental report will be submitted. The device history record (DHR) of lot number 226691 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2018. The right prosthesis was replaced with a 350cc mentor memorygel breast implant (catalog #3503504bc, serial #(B)(4)), and the left was replaced with a 400cc mentor memorygel breast implant (catalog #3503504bc, serial # (B)(4)). (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 275cc saline prosthesis, serial #(B)(4), lot #206212. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female underwent breast augmentation revision with a mentor siltex round moderate profile 225cc saline prosthesis and experienced deflation post procedure. As a result, bilateral prosthesis replacement was performed on (B)(6) 2018.

Manufacturer narrative:
The investigation and analysis of the returned product was completed by the failure analysis lab on (B)(6) 2018. Device evaluation summary: it was reported that a (B)(6) female underwent breast augmentation revision with a mentor siltex round moderate profile 225cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. White material was observed on the shell surface. During examination, the product evaluation team observed a rent measuring approximately 0.3 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).